Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was explanted with the rest of the system as the can had eroded the pocket and was partly visible. There was no positive result of infection and there was no suggestion of product performance issue from physician. No additional adverse patient effects were reported.